Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Retinal detachment [retinal detachment]. Piston rod washer is loose [device loosening]. Case description: this serious regulatory authority spontaneous case from germany was reported via "bfarm (federal institute for pharmaceuticals and medical products), de" by a consumer as "retinal detachment (retinal detachment)" with an unspecified onset date, "piston rod washer is loose (device component loose)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", the patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes mellitus (duration not reported). Concomitant products included - novorapid penfill (insulin aspart). Since an unknown date the piston rod washer for novopen 3 was loose. On an unknown date the patient experienced retinal detachment and could not see well during use of novopen 3. An eye surgery was necessary which was related to his diabetes. Batch numbers: novopen 3: not reported. The outcome for the event "retinal detachment (retinal detachment)" was not reported. The outcome for the event "piston rod washer is loose (device component loose)" was not reported. No further information available. Since last submission the case has been updated with the following: classification "regulatory authority" added. Health authority reference no added. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: bfarm (federal institute for pharmaceuticals and medical products), de. Preliminary manufacturer's comment: 18-oct-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation results: name: novopen 3, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with the following: device tab: is non-reportable, route cause confirmed and malfunction fields updated to no. Investigation results added: EU/ca tab: final report check box ticked, expected date of follow up was removed. Device addendum tab: annex b c d g codes added, device narrative updated. Narrative updated accordingly. Final manufacturer's comment: 09-dec-2024: the suspected device has not been returned to novonordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Elderly age of the patient and underlying medical condition of type 2 diabetes mellitus are significant risk factors for the development of retinal detachment. The causality with novopen 3 is assessed as unlikely related. H3 continued: evaluation summary: name: novopen 3, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.